Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor, switch, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this electric dermatome handpiece was broken. It was later clarified that the device can stay on but cannot cut properly. Occurred after surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction. Due dilegence is complete and no additional information is available.